Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported that the patient showed up in the hospital with symptom return. Interrogation via the n'vision showed that 4 ml of drug should be in the reservoir. The event date was provided as (B)(6) 2017, and the event occurred during device follow-up. Interrogation revealed that the next refill date should have been (B)(6) 2017. The hcp performed a pump refill, which showed that there was no drug in the reservoir. The refill was completed successfully. An x-ray of the pump and catheter was performed, which showed no kinking. No interventions or actions were taken. There were no contributing factors reported. Surgical intervention did not occur nor was planned. The patient status was alive - no injury. The issue was resolved. No complications were reported or anticipated.

Manufacturer narrative:
Please note the manufacturer site ID # has been updated to: 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
The serial number of the pump was provided. The implant date of the pump was not available.